Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. It was noted that the capsule trocar needle did not advance. Upon removal from the pt, the capsule fell off of the delivery system. No serious injury to the pt was reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.